Event description:
Customer reported her sensor glucose was reading 50 mg/dl and her blood glucose was actually 154 mg/dl. The insulin pump also alarmed calibration error twice and then change sensor. Customer inserted the sensor (B)(4) 2014 on her abdomen using the serter. Customer stated the alarm did not occur after performing a find lost sensor or was the result of the first calibration attempt. Customer was advised that two consecutive calibration errors will lead to a change sensor alert. Customer was advised to monitor the device and call back if issue continues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.